Event description:
Nellcor puritan bennett received a call from a facility on 07/30/1998. Respiratory therapist called to report the following problem: patient became disconnected from unit and no alarms sounded. Tubing laying on patient by the trach.